Event description:
It was reported when using the bd vacutainer® edta 2k , the user identified abnormal additive (air bubbles) .this event occurred 10 times. The following information was provided by the initial reporter. The customer stated: this is a report about bubbles in tubes. According to the customer's report, more bubbles have been generated in these complaint tubes than in usual tubes.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® edta 2k , the user identified abnormal additive (air bubbles). This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: this is a report about bubbles in tubes. According to the customer's report, more bubbles have been generated in these complaint tubes than in usual tubes.

Manufacturer narrative:
H6: investigation summary: bd received 2 photos from the customer in support of this complaint. The two photos were evaluated and show specimen in the tubes with small bubbles at the top of the specimen. Additionally, 5 production lot in-house retention samples from each lot of the bd inventory were visually inspected and functionally tested with no issues being identified as all results were within the specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos attached; however, the retention testing was within specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.